Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complaint, during the procedure, when the device was being advanced over the guide wire, the guide wire would not exit from the exit port. The device was removed and it was noted that the exit ramp was torn. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that an extractor pro rx balloon was used during a stone removal procedure in the common bile duct (cbd) performed on (B)(6) 2013. According to the complaint, during the procedure, when the device was being advanced over the guide wire, the guide wire would not exit from the exit port. The device was removed and it was noted that the exit ramp was torn. The procedure was completed with another extractor balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: the complaint device was visually inspect and found no defect with the catheter haft. The guide wire ramp was found to be torn off the catheter. The guide wire was successfully front loaded at the introducer and successfully exited at distal tip, and then the guide wire was successfully back loaded at the distal tip; however the guide wire did not exit at the ramp. The reported defects of wire lumen difficulty tracking over wire and wire lumen damaged were confirmed. The complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
It was reported the patient is over 18 years. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.